Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. H3 other text : device evaluation anticipated, but not yet begun

Manufacturer narrative:
The reported output anomaly and backup vvi were confirmed in the laboratory and were due to a power on reset that occurred during attempted hv therapy delivery. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The root cause of the output anomaly and backup vvi was a lead anomaly.

Event description:
It was reported that the patient presented to the hospital with tachycardia and required resuscitation. The device was found in backup vvi with no therapy available. Review of device image revealed that three days earlier vf was diagnosed. The device charged and attempted to delivery therapy, but was aborted due to over current detection. The device then went into backup vvi mode. A firmware download was successfully performed. The device was explanted. Patient condition was good.